Event description:
It was reported that the customer was calling to check the tracking number on a 90 day loaner pump. It was found and confirmed that the customer's son had signed for the package. No further action needed. Customer also mentioned being in the hospital for something related to his foot and not in relation to his insulin pump. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-18250.